Event description:
It was reported that this patient presented to the emergency room due to dizziness. The physician noted the patient was dizzy due to pacing inhibition longer than three seconds. A boston scientific representative interrogated the device and found myopotential oversensing created with isometrics in both unipolar and bipolar sensing configurations. It was noted, that the right atrial (ra) and right ventricle (rv) leads triggered a lead safety switch, due to pace impedance issues. Subsequently, during a device upgrade procedure, both of the twenty-three year old leads were explanted and new leads of a different model were successfully implanted. No additional adverse patient effects were reported. Return of this lead is not expected. If the product is returned for analysis, this report will be updated upon completion.